Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the anvil could not match the stapler. Then changed another one to complete the procedure. There were no adverse consequences for the pt.